Event description:
It was reported that during an unknown procedure, no staples in the middle of the stapler cartridge. No consequences for the patient reported. To complete the procedure physician used another one product the same type.

Manufacturer narrative:
(B)(4). Date sent: 03/20/2023. Batch #: 453a11. The following information was requested, but unavailable: 1. Could you please provide more details for "no staples in the middle of the stapler cartridge?" 2. Were there any staple formation issues? (B-formation, irregular, legs straight)? 3. Were there missing staples from the staple line? 4. Or prior to use, some or all of staples are missing/protruding/fell off from the device? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr55 reload was received with no apparent damaged. The reload was received with the knife not completely within doghouse, had the proximal 22 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 453a11, and no non-conformances were identified.